Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of an unexpected breath rate was confirmed. The asp replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm. H3 other text : serviced by asp.

Event description:
It was reported to ventec that the device's breath rate was not as expected. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.